Event description:
During post-operative visit related to an anterior cervical discectomy and fusion, x-ray revealed that one locking cap has become disengaged from the anterior cervical plate. There has been no surgical intervention to date.

Manufacturer narrative:
Related devices were not returned. A DHR review could not be conducted due to no known lot number. Based on surgeon feedback, it is possible that due to the high implantation angle of the screw, the locking cap was improperly installed; however, no definitive root cause could be determined.